Event description:
Reported excessive battery consumption error upon interrogation. Device remains implanted and to be further evaluated. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were thoroughly analyzed, revealing an elevated current consumption triggering, by design, a warning message to alert the user. However, the elevated current consumption might be an indication that an electronic module component is damaged. Based on the information available no definite root cause was determinable. Therefore, a prediction of the remaining service time under a high current condition is not feasible. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.